Event description:
It was reported that the customer was hospitalized with a blood glucose of 325 mg/dl. The caller stated that the customer fell, but did not know why. She stated that it may have been due to high blood glucose, but was not sure. It was also stated that the buttons were not responding, and the screen was frozen. Troubleshooting was performed, but the issues were not resolved. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery and occlusion tests due to the prime anomaly. The unit passed the basic occlusion and displacement tests. Visual inspection revealed a cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near the display window corners.